Event description:
The customer received a blood glucose reading of 374mg/dl on the contour next ez. He adjusted his insulin accordingly. Afterwards he began feeling hypoglycemic and called an ambulance. Paramedics took his blood test and the reading was 25mg/dl. He was given a glucose tablet and drank some rootbeer. The customer was advised to return the test strips for evaluation. New meter and test strips were sent to the customer.